Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2012, for abutment exchange. There was no reported skin revision during the procedure. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.